Event description:
It was reported that during a procedure to implant a vena cava filter, the filter became detached from the pushing wire. The filter appeared to jam prior to that and after the doctor continued to push the filter, the filter detached from the pusher wire. The system was removed and the pt was rescheduled for filter placement on a different day. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample has not been returned for evaluation. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. This product is the same, or similar to, a product marketed within the united states.